Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The actual date when the medical event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. Additionally: the blank screen issue was previously reported under MDR no: 2954323-2016-02819, submitted on june 23, 2016. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially called on (B)(6) 2016 and reported a blank screen issue. Customer's daughter called on (B)(6) 2016 and reported a delivery issue, noting that the customer had been unable to receive the meter that was delivered on (B)(6) 2016 and because of this she could not perform a test. Caller further reported that on an unspecified date/time customer began feeling "tired and dizzy" but could not test so caller took her to her healthcare provider's clinic. At the clinic an unspecified "high" reading was obtained and customer was treated with an unspecified "shot". Customer was also prescribed an unspecified medicine for her high blood sugar. There was no report of death or permanent injury associated with this event.